Event description:
Intuitive surgical received information from a caller, who stated they have a pending lawsuit in new york regarding a robotic procedure. The caller declined to disclose any details about the surgical event, including the date, type of surgery, surgeon, and hospital. The only information provided by the caller was that a "malfunction of the robot" occurred, and they were "to have something removed from their skin but the 3rd arm moved in a way it was not supposed to and all of his organs adjacent were cut and destroyed." The patient stated they would provide additional information in writing, after receiving an email from the intuitive legal department. The email was sent; however, no information has been provided by the caller.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. System and instrument logs cannot be reviewed as no specific event details were available. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.